Event description:
It was reported that a malfunction alarm (alarm 15) occurred while charging the pump. The usb cable and ac adapter were damaged which prevented charging. Customer's blood glucose was approximately 200 mg/dl. Customer reverted to using manual injections for insulin therapy.